Event description:
Hill-rom received a complaint on a customer owned excelcare bariatric bed frames alleging the CPR assembly handles were inoperative. A hill-rom service technician was dispatched to the facility and performed an investigation of the bed frame to find the CPR cable tension out of adjustment. The technician adjusted the CPR cable tension and returned function back to the CPR assembly. Hill-rom is reporting this malfunction conservatively and in compliance with 21 cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021. The malfunction described in this report occurred on (B)(6) 2006, prior to the occurrence of the malfunction contributing to an adverse event described in mdr1045510-2009-00021 on (B)(6) 2009.